Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: (B)(6). A philips field service engineer (fse) evaluated the device found that the issue was due to the hospital control panels being disconnected from the servers. The fse rebooted the customers network equipment, and the central server was reinitialized. It passed all function tests after the reboot was performed. The device was confirmed to be operating per specifications after the network was rebooted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating there was a lack of alarm visualization. The device was not in use at the time of the event. No adverse event occurred.